Manufacturer narrative:
E1 initial reporter address: (B)(6).

Event description:
It was reported that a dissection occurred. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 2.50 x 28 promus elite was deployed at 11 atm and post-dilated with a 2.50 x 12 mm non-compliant balloon. A proximal edge, flow limiting dissection in the proximal part of the stent was then noticed. To cover the edge dissection, a 2.50 x 16 promus elite was deployed proximally, overlapping and covering the dissection. The procedure was completed successfully and the patient fully recovered and was stable.